Event description:
It was reported via repair work order that the head right side rail was stuck in the down position due to a bent siderail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.